Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewf0391 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rewf0391) have been reported from one (B)(6) facility.

Event description:
They informed us that during an mdc infusion the catheter broke with consequence of migration of the distal portion into the right pulmonary artery. They removed, with a specific intervention the migrated portion.